Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone and reporter phone: (B)(6).

Event description:
It was reported the device had a screen fault. There was no patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective display. The reported problem was confirmed. Device is eol (end of life) and no work performed by philips. The investigation concludes that no further action is required at this time.